Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 2184149-2019-00042. During an atrial fibrillation ablation procedure a cancellation occurred due to communication issues. Following anesthesia induction a "command packet contained incorrect parameter" error message was displayed and ECG signals were not visible. To troubleshoot the errors were attempted to be cleared, the media converter, catheter cable and the fiber optic cable were exchanged but the issue was not resolved. The procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
Additional information: one workmate claris amplifier was received for evaluation. The returned amplifier was powered on and successful communication was established with the test standard workmate claris computer. A basic signal acquisition/quality test which included the surface ECG, baseline, amplitude and stimulus switching were performed but no signal was displayed and data rate error was observed. The ECG bio amplifier card was temporarily replaced with a test standard card and normal signal display was observed. A communication test was run and no interrupted or drop in communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received the reported communication issue and subsequent cancelled procedure was isolated to a non-functional ECG bio amplifier card.